Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received 24 shocks several months ago. Recently the patient received inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks due to atrial fibrillation (af) supraventricular tachycardia (svt). Therapy was exhausted. Technical services (ts) recommended slow down the pace of the patient with medication and reprogramming the device. Device was reprogrammed. At this time, this ICD remains in service and there were no additional adverse patient effects reported.